Event description:
Information received with return of the device does not address the patient's clinical status but notes that when the pulse generator was connected to an existing atrial lead, the atrial channel would not sense or pace. Measured removed and reinserted and the same results were observed. Subsequently, the pacemaker was replaced.~~~~